Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non us event. Consumer stated when she was taking the tampons out, the tampons completely fell apart leaving shreds of it in her. This happened with regular and super absorbency.